Event description:
A distributor in denmark reported an incident involving a pump that declared alarm 30 while in use. There was no adverse impact to the customer's blood glucose level. The customer was provided with instructions to put the faulty pump into storage mode and return it to tandem using a pre-paid label. A replacement pump was arranged to be sent under warranty, and the customer was advised to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery.